Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -6.50/1.50/079 (sphere/cylinder/axis) diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.